Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A technician reported the bed would not move. This occurred prior to surgery. Then the technician called back to report the bed had started moving again. There was no pt involved and no pt injury.